Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore biopsy needle was returned for evaluation. The top slide of the device self-activated during functional evaluation. An x-ray of the device showed that the cannula tangs were not fully engaging with the device housing when the top slide was in the primed position. Upon disassembly, it was noted that the left bumper was overlapped by the spring and the right bumper was bent by the spring. Based on the findings, the investigation is confirmed for self-activation of the cannula. The investigation is inconclusive for the reported failure to prime of the stylet as functional evaluation could not be completed due to the identified self-activation. The identified bumper issues likely contributed to the observed incomplete cannula tang engagement as well as the identified self-activation and reported failure to prime. However, the definitive root cause could not be determined based upon available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound-guided breast biopsy in normal tissue, approximately second sample pass, the second slide was allegedly unable to prime. It was further reported that the procedure was completed with another device and a coaxial was not used. There was no reported patient injury.